Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a leak occurred during a chemotherapy infusion. No additional information received. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Analysis of the product returned indicated that the sample returned did not correspond to the reported product nor the reported failure mode. The customer believes that there was a mistake in the sample they received but could not confirm which complaint incident the returned sample corresponded to. No more information is available. The root cause of the reported leak could not be determined.